Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's reported blood glucose levels were 230 mg/dl, 300 mg/dl, 350 mg/dl and 400 mg/dl. The customer reported that they had been using the insulin pump system within 48 hours of high blood glucose level event. The customer also reported that they had sleep apnea. The customer also performed high pressure test and the test resulted in insulin flow block alarm. The customer reported that the insulin pump had missing segments during the self test but the insulin pump passed the self test. The insulin pump will not be returned for analysis.